Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was not returned for evaluation (per customer, valve not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism.

Event description:
A physician reported over drainage from a shunt valve that occurred on (B)(6) 2020. The certas plus valve was implanted in a patient with idiopathic hydrocephalus via ventricular peritoneal shunt on (B)(6) 2020 with an initial setting of 7. The valve was used with bactiseal (ns0340). After placing the valve, the hydrocephalus symptoms improved for 3 days. On (B)(6) 2020, the patient developed a chronic subdural hematoma. On (B)(6) 2020, the setting was changed to 8 with the plan to monitor the patient¿s symptoms clinically. The patient reportedly improved with the adjusted shunt setting.